Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) has been confirmed. The cause of the service code 204 is due to a broken trunk cable wire inside the insulation. The cause of the broken cable wire cannot be positively identified but is likely due to mechanical stress. The root cause of the mechanical stress has not been positively identified. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report a "code 204" message. The patient was issued a replacement electrode belt.